Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, foreign material was observed. The 90% stenotic lesion was located in the calcified and moderately tortuous mid to distal right coronary artery. When the 182cm choice pt guide wire was removed from the packaging hoop, white material was observed attached to the guide wire. The physician was able to remove the material from the device. The procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).